Manufacturer narrative:
Additional information: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 12/08/2008. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date - not available at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with higher astigmatism post operatively in left eye (induced cylinder? 2 diopters). Surgery was done on (B)(6) 2020. Doctor stated flap was decentered but was able to continue and deliver the excimer laser. Patient has a post refraction with phoropter in left eye of -0.75 +2.00 x 009. Doctor stated that the astigmatism has decreased by +0.50 and patient autorefracted at -0.50 +0.91 x 010. Patient best corrected visual acuity pre and post operatively 20/20. This case is for the visx excimer laser. A separate report is being submitted for the intralase femtosecond laser.